Manufacturer narrative:
The investigation of positioning issues and product damage (sleeve damage) has been completed. The impella device was not returned for evaluation. The cause of the product damage sleeve damage was most likely use related as it occurred during repositioning of the pump. The cause of the positioning issue was not determined due to lack of clinical details and no product was returned. D6b explant date added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that while a patient was on the impella 5.5 support the anticontamination sleeve broke during repositioning. There was no patient harm. There was a discussion of a 5.5 exchange however the patient remains on the original 5.5 support.

Manufacturer narrative:
Access site bleeding minor / pain at insertion site: hematoma at 5.5 pocket. Slightly painful to patient. The cause of the access site bleeding minor was not determined due to lack of clinical details. The cause of the pain at insertion site was not determined due to insufficient clinical details. Positioning issues / sterile sleeve damage: the pump was repositioned while on support during which the sterile sleeve reported to have ripped. The cause of the positioning issue was not determined due to lack of clinical details and no product was returned. The cause of the product damage sterile sleeve damage was most likely use related as it occurred during repositioning of the pump.